Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument, wires were coming out of the instrument at the distal end. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. There were also scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.